Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a meniscus repair, the t2 implant of a fast-fix 360 dislodged from the meniscus. The t1 implant was already secured in the patient when the issue occurred, and was left secured inside the meniscus. T2 was removed. The procedure was resumed, after a non-significant delay, using an equivalent s+n back-up. No further complications were reported. The patient's status is fine.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).h2: additional information: h6: medical device problem code.corrected data: health effect - clinical and impact code.h3, h6: the reported device was received for evaluation. A visual inspection revealed that it was returned in original packaging with the batch number of the complaint on the label. The t1 and suture were returned off the needle. The t1 is fractured at the tip, the t2 has been cut from the suture and not returned, and bio debris is present. A functional evaluation was performed on the returned device and found that the actuator will cycle as intended. An assessment of material characteristics found that based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material characteristics found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the device dislodged include a failure to fully actuate the device behind the meniscus during implantation. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the fractured implant include an inadvertent impact event that may have occurred during device transportation, rough shipping and handling, or at the customer site, as well as the application of an unintended, inappropriate, or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.